Manufacturer narrative:
Pump was received with no button response due to unlocked keypad connector on lcd board. Unable verify for no delivery alarm and perform rewind, basic occlusion, occlusion, prime/system sensor, the excessive no delivery and displacement test due to no button response. Pump received with minor scratched display window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that her child's insulin pump alarmed no delivery and was experiencing high blood glucose of 500 mg/dl. Customer also indicated that the insulin pump buttons would not respond to touch. Customer does not recall any significant events leading to the error. Troubleshooting was done for keypad anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.